Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional procedure, the stent delivery system (sds) did not cross the mid right coronary artery (rca) target lesion. There was no reported patient injury. When the product was received for inspection, the stent was not on the sds/balloon. Attempts to verify the possible secondary failure were unsuccessful. No additional information was available.